Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use one integrity rx coronary bare metal stent to treat a mildly tortuous and calcified lesion located in the mid cx exhibiting 70% stenosis. The device was inspected with no issues noted. The device did not pass through a previously-deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that inflation difficulties were encountered during stent deployment. Balloon burst/leak occurred during balloon inflation. The stent was post dilated using another balloon. No patient injury was reported.

Manufacturer narrative:
Product analysis summary: the delivery system returned with contrast visible in the balloon and inflation lumen. The balloon failed negative prep. On pressurisation of the delivery system, liquid was observed exiting the balloon proximal cone. The balloon failed to maintain pressure. Upon visual inspection of the delivery system, there was a burst site on the balloon material immediately distal to the balloon proximal cone. Lead in scratches not evident proximal or distal to the burst site. No other damage evident to the remainder of the delivery system. If information is provided in the future, a supplemental report will be issued.